Event description:
The customer reported that the hd camera head displayed an unknown communication error. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include device evaluation results. The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, no image problem, punctured cable, and a failed cable leak test were observed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure occurred due to a defective charge-coupled device unit. However, the definitive root cause of the defective charge-coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.